Event description:
The user facility reported that the radifocus wire broke off in patient. The broken wire was retrieved from patient and there was no harm to patient. There was no patient injury, medical/surgical intervention required. The patient's condition was good. The procedure outcome was a success. Additional information was received on 22feb2021. The procedure being performed for the patient when the wire breakage occurred was a right lower extremity diagnostic angiogram; bypass graft superficial femoral artery to posterior tibial artery. They were able to retrieve the wire during the procedure. The patient's condition was stable.